Manufacturer narrative:
Reference samples were checked by visual inspection. No defects were found. The actual product was also checked by visual inspection with the following results: visible rupture. No visible traces of material tension. Sample was not subjected to compression or torsion. The cause of the crack has not been determined. Root cause of reported fault cannot be established.

Event description:
This customer (a doctor) found blood spraying from syringe crack during sampling blood from a-line. He got blood on his hand, and he did not wear gloves.